Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was dim, faded, discolored. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required.

Manufacturer narrative:
(B)(4). Asset serial number added to complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #3 date of submission 10/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen text was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during investigation, the contrast was increased to the maximum of 10 with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This supplemental is to correct the brand name, model number, and serial number for the product. (B)(4).